Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed and the interconnect flex cable was found loose on the system board. The interconnect flex cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 116", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.